Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently, it was reported that a minimum fill notification occurred after reloading the existing cartridge with 95 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Customer's blood glucose level was 115 mg/dl.